Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device notification that bluetooth is turned off occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.